Manufacturer narrative:
The unit received with operating currents within specifications. Unit passed self, restart error, displacement, rewind, basic occlusion and occlusion. No motor error alarms were noted. However, unable to prime unit during prime and force system sensor due to faulty force gold system sensor. The motor was tested outside the device and passed. Unit received with cracked reservoir tube, broken battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.